Manufacturer narrative:
On 21-jun-2021, mentor received additional information regarding the side of the implant. The side of the implant was left. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jul-2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 350cc mentor smooth round moderate profile prosthesis (catalog #: 3501655, lot #: 220118). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the implantation date was estimated as (B)(6) 2000 based on available information. However, additional information revealed that the actual implantation date was (B)(6) 2001. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation with an unspecified mentor breast implant and experienced an unspecified device defect postoperatively (side unknown). As a result, the patient underwent bilateral removal and replacement with two 750cc mentor smooth round moderate plus profile prostheses (catalog #: 3502750, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. The implantation date was estimated as (B)(6) 2000 based on available information. It is currently unknown what device defect the patient experienced with the complaint device. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.